Manufacturer narrative:
A2: patient age was estimated. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 21mm epic plus supra valve was chosen for implant. After sizing was performed, the 21mm epic plus supra valve could not pass through the sino-tubular junction. A decision was made to replace the 21mm epic plus supra valve with a 21mm non-abbott valve. The patient remained hemodynamically stable throughout the procedure.

Event description:
It was reported that on 03 february 2025, a 21mm epic plus supra valve was chosen for implant. Sizing was performed with an epic plus e2000 sizer set and the 21mm size passed narrowly through the patient's anatomy with the supra valve replica end. The 21mm epic plus supra valve could not pass through the sino-tubular junction. The physician believed a 19mm epic plus supra might have been more appropriate. A decision was made to replace the 21mm epic plus supra valve with a 21mm non-abbott valve. The patient remained hemodynamically stable throughout the procedure. The patient status was reported discharged.

Manufacturer narrative:
An event of resistance was felt while suturing the valve was reported. The investigation confirmed that the returned valve met dimensional specifications. It was indicated that the valve could not pass through the sino-tubular junction. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. The cause of the reported event could not be conclusively determined. Per the information available abbott cannot further speculate on why the reported event occurred. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Per the information available abbott cannot further speculate on why the reported event occurred.